Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked.. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2017 with the following findings: a review of the black box showed reboots had occurred. The battery compartment was cracked alongside the pump. No damage was found to the battery cap. The battery cap was unable to maintain an electrical connection. The power loss and reboots were duplicated. The battery cap measurements were within specifications. A test cap was unable to be secured to the pump. Moisture was found in the display. A leak was found in the battery compartment. The pump was opened to find moisture damage on the printed circuit board.